Event description:
It was reported that during da vinci-assisted subtotal colectomy surgical procedure, site contacted intuitive technical support engineer (tse) to report m-02 error on erbe. Tse confirmed the error pointing to an internal error. Tse requested to remove the instruments and restart the erbe, with no change. Tse requested to remove the power cord and reattached and restart the erbe. Same error came up. The procedure was completed laparoscopically with no reported injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the integrated electrosurgical unit (esu). The system was verified and ready for use. Intuitive surgical, inc. (Isi) has issued a return material authorization (RMA) to have the device returned. However, isi has not received the instrument involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Manufacturer narrative:
Intuitive surgical inc. (Isi) received the integrated electrosurgical unit (iesu) for failure analysis investigation. The iesu was analyzed and in error log, the (m-02) error was found, confirming the fault occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event. The unit was installed on an in-house system where the unit was functioned as expected. The unit energized and cauterized and all the ports recognized the instruments. The probable root cause of error m-02 is attributed to module timeout, where a module could not send its status message within the expected time. The issue can be resolved by replacing the erbe generator.

Event description:
Refer to h11 for follow-up information.